Manufacturer narrative:
Concomitant medical product: implantable pulse generator (ipg) w1dr01 implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that that there was a high sensing integrity counter (sic) count on the right ventricular (rv) lead. The lead was re programmed and remains in use. No patient complications have been reported as a result of this event.